Manufacturer narrative:
One used forcefx8cas was received, and evaluation of the returned device confirmed an rem issue. Testing of the device found the upper rem range is exceeded before the device will alarm. The investigation isolated the failure to the rem adapter assembly, but a root cause was not identified. The probable root cause could not be determined based on the information provided. The rem adapter assembly was replaced to address the condition.

Event description:
The customer reported an error occurred when a neutral electrode was connected. There was no patient involvement. Examination of the returned sample by medtronic found the upper rem range of the device was outside of specifications and the red led signal was delayed.